Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received power error detected alert. Customer's blood glucose was 216 mg/dl. Troubleshoot was performed and the customer was advised to return to the pen. The insulin pump will be returned for analysis. Replacement pump will be sent.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display, fuzzy display or missing segments/partial display noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted during testing or in the pump trace download.